Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure, resulting noisy image. The cause of the cable failure could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. When present, the image was not noisy. However, the fse¿s findings were confirmed ¿ the image was flickering due to a defective cable unit. Additionally, the 3rd switch on the charged coupled device unit was found damaged. Several components were discolored and/or dirty. The coupler was found corroded, and there was leaking noted from the remote switches. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing maintenance on his olympus hd autoclavable camera head, it was discovered that the image was flickering. An olympus field service engineer (fse) was on site and inspected the device. During the inspection, the fse found that the image was noisy, and the subject could not be recognized. There was no patient involvement during this event.